Manufacturer narrative:
(B)(4).

Event description:
Information was received form a consumer regarding a system being used to deliver dilaudid (hydromorphone) at unknown dose/concentration for non-malignant pain and chronic low back pain. The pump was alarming or beeping. In the end of (B)(6) 2015 the patient got pneumonia and was too ill to make a refill appointment on (B)(6) 2015. The pump had been beeping a two-tone alarm every 15-20 minutes. It was also noted that on (B)(6) 2015 the ptm (personal therapy manager) had ¿quit working,¿ but it was clarified that the patient had begun seeing an 8286 code on the ptm, corresponding to an empty reservoir alarm. The patient had an appointment on (B)(6) 2016 for a refill. It was noted the patient¿s healthcare provider (hcp) was ¿aware¿ of the situation. Information was requested to determine the steps taken to resolve the pneumonia and the pump being empty, as well as if the events had been resolved. A supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements (for serious injury) stipulated in 21 cfr 803. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. Three different antibiotics, inhaler, and "good friends" were among steps taken to resolve the pneumonia the patient experienced. When asked what steps were taken to resolve the empty pump and pump alarm, the consumer responded with "7-10 days wait on meds?" The pneumonia, empty pump, and pump alarm had been resolved. They found scarring on the patient's lungs. Spots went from 5+ to 0.5 (slow increases).